Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, bone resorption, infection, mobility (B)(6) are same patient.